Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head was non-functional, during analysis it failed all uplink amplitude tests and it was also noted that the cable was twisted. The head was being sent on for repair. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was non-functional. It was returned for service. No patient complications h ave been reported as a result of this event.